Event description:
Pt came to orthopedic office presenting with hip pain. Upon x-rays, restoration stem was broken within the femur. Surgery for revision scheduled for following day. Other implants appeared to be intact and the cup remained distally.